Event description:
The pt called lfs alleging that their one touch basic enhanced meter was reading inaccurately high. Pt obtained a 330mg/dl and 360mg/dl on their meter, while another meter read 147mg/dl. They did not have any symptoms during the time of testing. They contacted a medical professional for advice and was seen for a blood glucose test. No treatment was administered. The customer service rep confirmed that the meter was being cleaned correctly. The customer service rep walked the pt through two check strip tests that failed. The pt did not have a new lot of test strip to perform a retest. The pt neither alleged harm nor experienced injury or medical intervention. However, based on two failed check strip tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.